Event description:
Info received indicated that the left foot siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the latch cover was bent. He replaced the siderail latch cover to resolve the issue.